Event description:
The pump was returned for investigation. Investigation revealed that there was contamination under the up arrow and contrast button contacts. Investigation also revealed that the display was dim, faded, and discolored. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on 06/30/2015.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 06/30/2015 with the following findings: the keypad was found to be fully intact; no damage or peeling was observed. The contrast keypad button was found to be intermittently unresponsive, which has no effect on insulin delivery function. All other keypad buttons responded appropriately. The keypad cover was removed and contamination was found under the up arrow and contrast key contacts. Additionally, the display was found to be dim, faded, and discolored. Unrelated to the complaint, evaluation revealed that the bumper pad was peeled/cracked. (B)(6).